Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: femoral stem -revision taper -nitrided cementless 22 mm diameter 185 mm stem length lot#60281033 item#00998202218, unknown pe inlay lot#unk item#unk, alumina ceramic femoral head 12/14 taper 32 mm diameter -3.5 mm neck length lot#unk item#00642803201. The reported event is confirmed. The products were returned. The visual examination identified that the stem was fractured at the distal end of the zmr body. The stem also exhibited damage. The optical examination of the zmr stem fracture confirmed that it was fractured by fatigue. The proximal end fracture showed fatigue beach marks and the suspected crack initiation area was identified to be on the lateral side of the stem, based on the beach marks orientation. The fatigue crack propagated to about half the stem cross-section and then the crack advanced to the medial side of stem by overload. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Previous investigation of this issue identified the primary root cause for the stem fractures is due to lack of proximal femoral support. Radiograph review for this incident noted that there is poor bone quality, however the stem position was noted to be good and the quality of proximal support was unable to be determined. There was also no evidence of osteolysis and good distal fixation was noted. It was discovered the stem fracture was due to fatigue; however a definitive root cause of the fatigue cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a right hip revision procedure approximately eight years post-implantation due to fracture of the femoral stem. During the procedure, the femoral components were removed and replaced. Attempts to obtain further information have been made; however, none is available.